Manufacturer narrative:
A boston scientific technical services consultant discussed the observation with the caller and suggested the patient perform a patient initiated interrogation (pii). The consultant stated it appears to be just a one time occurrence and suggested either watching for further out of range measurements or bringing the patient in for further evaluation. At this time, no additional information was obtained despite multiple efforts. The system remains implanted and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range shocking impedance measurement. No adverse patient effects were reported.